Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of implantation and use in the form of surface scratches, nicks and dings. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is x-ray showing the prosthesis still well in place but with a break of one of the avl component. Also x-rays showing a complete dislocation of the femoral side. Radiographs review indicates there is initial anatomic alignment of the right knee arthroplasty with a metallic object posteriorly. Later image demonstrates interval dislocation of the arthroplasty with a fractured tibial implant as noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10: oss axle item # 150480 lot # 66337641.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: oss avl tib bearing catalog # 161070 lot # 887100. Oss avl tibial lock ring catalog # 161073 lot # 839670. Optipac 60 refob bone cmt r-3 catalog # 47115003963 lot # aw33bf1610. Oss tib block 20x63/67 mr/ll catalog # 150429 lot # 603480. Oss tib blk aug 10x63/67 univ catalog # 150426 lot # 941290. Oss avl tib oss tape 63 long catalog # 161086 lot # 333410. Oss poly femoral bushings catalog # 150477 lot # 66184050. Oss axle catalog # 150480 lot # 66097344. Oss poly lock pin catalog # 150478 lot # 65676154. Unk femoral stem catalog # unk lot # unk. Oss 7cm seg ellipt femoral rt catalog # 150356 lot # 761990. Optipac 60 refob bone cmt r-3 catalog # 4711500396-3 lot # unk. G2: belgium. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure four months post implantation due to complete dislocation on the femoral side and a fracture of one of the components. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10: refobacin bone cement r, ref : (B)(4), lot : aw29be0809

Event description:
It was reported patient underwent a revision procedure four months post implantation due to complete dislocation on the femoral side and a fracture of tibial component. Attempts to obtain additional information have been made; however, no more is available.